Manufacturer narrative:
(B)(4). Although the device involved will not be returned for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Per medwatch number: upon placing epidural catheter at l4/5 level, pt experienced paresthesia on left side. Anesthesiologist withdrew catheter to readjust and encountered very little resistance, however, as pt jumped slightly, the catheter sheared off. About 5 cm was retained in presumed epidural space. No c/o pain, paresthesia, etc.

Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.